Manufacturer narrative:
Investigation summary: bd received 724 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for needle / holder separation with the incident lot was observed in 2 samples. In both samples there was a crack on the connection portion of the holder. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer with water, and the issue of needle / holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle / holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was non patient needle separation from the holder luer/adaptor/hub. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the needle became detached from the holder darting the phlebotomy technique. The needle was in the arm of the patient at the time."